Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicate that the insulin pump had replace battery alarm. Customer stated that the battery cap was normal. Customer did not received low battery alarm prior to replace battery alarm. This was the second occurrence of the replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.